Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer also stated that the different blood glucose level that was 504 mg/dl, 517 mg/dl, 470 mg/dl, 340 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that they having their back up plan. The device will not be returned for analysis.